Event description:
It was reported that a ge supplied protocol labeled "sinus supine" brings up a patient orientation on the prescription screen that is prone. A patient was scanned supine with a prone prescription; the resultant images were reversed right to left. The patient was pre-surgical and the physician knew which side he needed to operate on. Upon seeing the reversed images, the procedure was delayed and the patient was rescanned. There was no serious injury.